Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years post filter deployment, patient presented with chest pain. Subsequent, CT revealed there was a linear hyper dense structure within the right lower lobe pulmonary artery extending into a segmental branch likely representative of a migrated fractured ivc filter strut. Evaluation of upper abdomen demonstrated an ivc filter with struts extending into the right renal vein and proximal duodenum. The strut extending into the proximal duodenum had fractured from the ivc filter. There was a posterior strut possibly extending into a lumbar vein. Eventually, CT performed revealed the ivc filter with struts extending into the perivascular fat and adjacent proximal small bowel. The scan showed a suprarenal ivc filter in place. An anterior strut is was seen extending into the adjacent duodenum. The right lateral strut is seen extending into the right perinephric space adjacent to the right renal vein. A few days later, scan revealed the previously seen fractured ivc filter strut has been removed from the right lower lobe pulmonary artery which now has an unremarkable appearance. Approximately two months later, x-ray revealed ivc filter overlying the upper lumbar spine to the right of midline and the position was unchanged. Approximately one month later, patient presented with abdominal pain and was scheduled for filter retrieval. Ivc filter was attempted to be removed via ij and cfv access but were unsuccessful. Venography showed a bard g2 filter in an infra renal location. Fractured migrated tines was found within the pancreas. There was filter leg penetration into duodenum, retroperitoneum and spine. Ivc filter was explanted using bronchial forceps and was removed in its entirety. Therefore, the investigation is confirmed for perforation of the ivc, filter migration, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated, migrated to the heart and the struts were detached. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts were removed percutaneously; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard recovery filter was implanted in the infra renal location. Approximately eleven years and eleven months post filter deployment, a computed tomography revealed there was a partially imaged inferior vena cava filter, one of the struts appeared discontinuous and projecting into the adjacent soft tissues. A second structure projected to the right renal vein. Approximately one year and three months later, the patient presented with chest pain, subsequent computed tomography revealed there was a linear hyper dense structure within the right lower lobe pulmonary artery extending into a segmental branch likely representative of a migrated fractured ivc filter strut. Evaluation of upper abdomen demonstrated an ivc filter with struts extending into the right renal vein and proximal duodenum. The strut extending into the proximal duodenum had fractured from the ivc filter. There was a posterior strut possibly extending into a lumbar vein. Next day, the patient presented with abdominal pain. Subsequent computed tomography revealed the ivc filter with struts extending into the perivascular fat and adjacent proximal small bowel. Eventually one month later, the scan showed a suprarenal ivc filter in place. An anterior strut was seen extending into the adjacent duodenum. The right lateral strut is seen extending into the right perinephric space adjacent to the right renal vein. A few days later, scan revealed the previously seen fractured ivc filter strut has been removed from the right lower lobe pulmonary artery which now has an unremarkable appearance. Approximately two months later, x-ray revealed ivc filter overlying the upper lumbar spine to the right of midline and the position was unchanged. Approximately one month later, patient presented with abdominal pain. Seventeen days later, the patient presented again with abdominal pain and was scheduled for filter retrieval. Ivc filter was attempted to be removed via ij and cfv access but were unsuccessful. After sixteen days, the inferior vena cava filter retrieval was performed. Subsequent venography revealed bard g2 inferior vena cava filter with in the inferior vena cava and evaluate for intra- filter thrombus. The filter was fractured, migrated tines within the pancreas and the filter was intact but warped. Using 18 french sheath, the filter was captured, collapsed into sheath and removed entirely. Therefore, the investigation is confirmed for the perforation of the ivc, filter limb detachment, filter migration, material deformation and retrieval difficulties.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated, migrated to the heart and the struts were detached. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts were removed percutaneously. The patient reportedly experienced chest and abdominal pain; however, the current status of the patient is unknown.